Event description:
The surgeon implanted an aq2003v silicone three piece lens but the haptic tore while being inserted. The incision was enlarged to remove but suture were not required. The facility stated it was unknown as to why the haptic tore. An msi-tm injector and an aq fp cartridge were used but the facility was unable to recall the lot numbers, nor were they able to provide the pt information.